Event description:
It was reported to boston scientific corporation in 2009, that a resolution clip device was used during a procedure. According to the complainant, the wire was bent, it would not load. This bent wire prevented the resolution clip device from deploying. The procedure was completed with another resolution clip device. No information was available regarding the status of the pt.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt of device and completion of the failure analysis, if there is any further relevant information from that review, a supplemental medwatch will filed.